Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate system design". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas." Replacing canister and tubing replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: ¿ canister or tubing has residual urine build-up. ¿ canister or tubing appear cloudy. ¿ canister or tubing appear discolored. ¿ canister becomes cracked. ¿ tubing becomes torn. ¿ purewick¿ external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had complaints about the function of the purewick urine collection system and that the product needs improvement. It was noted that the patient placed their initial order of the purewick urine collection system (pw100) in (B)(6) 2020, and then they had placed one reorder in (B)(6) 2020, but had not placed any subsequent orders. Per customer via phone on (B)(6) 2021, patient stated that the purewick system caused urinary tract infection and the urinary tract infection recurred for 3 times. The doctors stated that the urinary tract infections were from the system and the patient was being treated with antibiotics. Also, patient had a bowel movement and wound up with e. Coli. Patient attempted to clean and reuse the wicks. Currently, they were not using the system. They suggested that the wicks should be shorter, so they do not get near the rectum. Also, suggested that there needs to be a way to secure the wick in place.

Event description:
It was reported that the patient had complaints about the function of the purewick urine collection system and that the product needs improvement. It was noted that the patient placed their initial order of the purewick urine collection system (pw100) in (B)(6) 2020, and then they had placed one reorder in (B)(6) 2020, but had not placed any subsequent orders. Per customer via phone on (B)(6) 2021, patient stated that the purewick system caused urinary tract infection and the urinary tract infection recurred for 3 times. The doctors stated that the urinary tract infections were from the system and the patient was being treated with antibiotics. Also, patient had a bowel movement and wound up with e. Coli. Patient attempted to clean and reuse the wicks. Currently, they were not using the system. They suggested that the wicks should be shorter, so they do not get near the rectum. Also, suggested that there needs to be a way to secure the wick in place.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.